Manufacturer narrative:
The customer reported, being unable to acquire the 12-lead ECG signal. A philips field service engineer evaluated the device at the customer site and confirmed the reported failure. The issue was resolved by replacing the ECG input block connector.

Event description:
The customer reported, being unable to acquire the 12-lead ECG signal.